Event description:
A bilateral implantation was performed on (B)(6) 2024. The patient has postoperative skin defect with an exposed implant for the left side. The device was explanted on (B)(6) 2025. The electrode was left in place, considering the absence of middle ear inflammation.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to skin flap complications in the post-operative period, which led to an extrusion of the device through the skin. Review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A bilateral implantation was performed on (B)(6) 2024. The patient has postoperative skin flap complications for the left side (loss of tissue). The device was explanted on (B)(6) 2025. The electrode was left in place, considering the absence of middle ear inflammation.